Event description:
Hcp reported post implant of deep brain stimulator in the stn the patient experienced a biblical lazarus-like response with respect to motor function for advanced parkinsons. The patient also experienced significant side effects in other domains of brain function-specifically sexual/hypersexual behavioral side effects that limited the patient's abilites to function independently in society. After implant the patient was kicked out of several nursing homes due to unbecoming sexual behavior. The patient eventually ended up in the mental health system as of last year (2002) at a residential facility. Hcp reported the patient had a history of habitual criminal behavior and was diagnosed with anti-social personality disorder. The patient had no reliable social-family resources. No report of device explantation. A follow-up report will be sent if additional information is received.